Manufacturer narrative:
Unable to observe metal shavings from the device. Disassembled the device and did not find any failure modes. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during testing at the user facility the device had metal shavings coming off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during testing at the user facility the device had metal shavings coming off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.